Event description:
The customer reported that while pipetting on summit, the sample tube lifters were making a loud grinding noise and were not moving up. No error was reported. No death or serious injury was associated with this incident.